Manufacturer narrative:
Two photos were submitted for evaluation. No device was returned. Review of the submitted media revealed the catheter was engaged to a guidewire product, which is consistent with the reported catheter withdrawal difficulty; however, no device damage or anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information received from the field, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturing ref: 3009564766-2021-00007. During an elective percutaneous coronary intervention procedure, the guidewire tore inside the patient's anatomy. The guidewire was used to calculate resting flow reserve (rfr) across a 90% obstructed lesion, and the imaging catheter was advanced down the lesion on the guidewire to record the optical coherence tomography (oct) pullback. Both rfr and oct pullback were conducted successfully, with the lowest rfr being 0.53 and the oct pullback displaying significant swirl artifact. As the catheter was being removed from the artery, resistance was felt. After the removal, some white, fiber-like material seemingly from within the catheter was found at the tip of the catheter. The guidewire was subsequently removed, and the proximal segment (approximately 40-50mm) of the wire was severely buckled and torn. The patient's condition was stable over the entire case, and no injury to patient's epicardial vessel was identified.